Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex (lcx) artery. Following thrombosis absorption with a non-bsc thrombus aspiration catheter, a 38 x 2.75 promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed with a non-bsc balloon catheter. Subsequently, the 38 x 2.75 promus premier drug-eluting stent was advanced again but still failed to cross the lesion, even with the use of a buddy wire technique. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. No patient complications were reported and the patient's status was good.